Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient also had a large abscess with erythema and purulent discharge over the right abdomen. The physician prescribed oral antibiotics. The patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient also had a large abscess with erythema and purulent discharge over the right abdomen. The physician prescribed oral antibiotics. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the pain at the implant site and the patient¿s abscess were not device related.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the revision.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient also had a large abscess with erythema and purulent discharge over the right abdomen. The physician prescribed oral antibiotics. The patient will undergo a pocket revision wherein the ipg will be relocated.